Manufacturer narrative:
H6: investigation summary: a physical sample was not available for investigation but bd was provided with a photo of the issue for evaluation. A review of the device history record was performed for the reported lot, 0065445, and no quality issues were found during production. Our quality engineer reviewed the provided photo and observed that the batch number was missing from the packaging label. Based off the provided photo the engineer was able to verify the reported defect. It was determined that this was a manufacturing defect that occurred during the packaging process. The manufacturing facility has been notified of this incident and the findings. A training was issued to all packaging personnel. Complaints received for this product and condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in was missing label information. This occurred on 5 occasions. The following information was provided by the initial reporter: insyte autoguard, package without batch and exp. Date - 5 units.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that insyte autoguard pnk 20ga x 1.0in was missing label information. This occurred on 5 occasions. The following information was provided by the initial reporter: insyte autoguard, package without batch and exp. Date - 5 units.